Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
Maude report (mw5044187) was received by stryker and reviewed for the following described event. Pt was brought to the operating room for removal of a broken fixation device implanted in (B)(6) 2015 for a left hip fracture before the fracture was completely healed. The failed implant was replaced with a longer nail.